Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump repeatedly alarmed no delivery despite 4 different infusion set changes. The patient's blood glucose at the time of incident was 382 mg/dl. The customer mentioned that they had a large amount of diabetic ketoacidosis. The patient was treated via manual insulin injection. During troubleshooting for the no delivery alarm, a bent infusion set cannula was discovered. The infusion set was changed and the customer was able to prime without incident. The customer was advised to call 911 or visit the emergency room if their blood glucose continued to rise. The insulin pump was not returned for analysis.